Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported break and the reported device operates differently than expected/noise were unable to be confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. As the reported difficulties were unable to be confirmed, the investigation determined a conclusive cause for the reported difficulties cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The patient and device codes were coded by the manufacturer. (B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant products: dilatation catheter: conquest, guide wire: 35 radifocus. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a non-tortuous, heavily calcified, concentric, and de novo shunt that was 90% stenosed. When a 20/30 indeflator was used to inflate a non-abbott balloon catheter at 30 atmospheres, there was a loud clicking noise when it reached 29 atmospheres and the gauge meter returned to zero. Several attempts were made, but the same issue occurred. The procedure was completed with balloon angioplasty. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.